Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed due to intra-procedure thrombus formation requiring treatment. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. Clip delivery system (cds) advanced to the mitral valve without issue and was in straddling position. Per echocardiogram, a thrombus like formation was visible. The device was removed from the patients anatomy and thrombus was noted at the clip. Additionally, the dacron coating was damaged. Heparin was provided as treatment and another mitraclip was used in replacement. The clip was implanted without reported issue, reducing the mr to grade 1-2. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported irregular appearance of the clip cover was confirmed as one side was frayed. The returned device could not confirm the reported thrombosis, as no material was identified on the clip. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported clip cover fray was determined to be likely due to procedural conditions of interacting with the reported thrombus; however, a definitive cause for the reported thrombosis could not be confirmed. It should be noted that the reported patient effect of emboli (thrombus) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.